Manufacturer narrative:
The reported event of high impedance was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken follow by a cam impression mark. This would have caused the reported issue in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Event description:
Related manufacturer report number 3006705815-2021-01981. It was reported that the patient was not receiving effective therapy from their system. It was found that they had high impedances on all contacts. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. During the procedure, it was found that the leads had fractured. Postoperatively, the patient has effective therapy.